Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured in the right coronary artery during the first inflation at 14 atm. As soon as the balloon hit 14 atm, it started leaking. The stent was deployed. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results code - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible in the inflation lumen and in the balloon. There was blood visible in the guide wire lumen. The balloon was loosely folded. After pressurizing the balloon, a pinhole was observed in the distal shoulder. There was a 1 mm scratch in the distal taper near the pinhole. There were three kinks in the shaft 8.6 cm, 9.8 cm and 12.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.